Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call motor error alarm on the insulin pump. Troubleshooting for the motor error on the insulin pump was performed. Customer's insulin pump was stuck in the rewind loop and unable to prime. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test, prime, excessive no delivery test and occlusion test. The motor was tested outside of the device and passed and no motor error alarm noted. However, the insulin pump was received with cracked reservoir tube lip and minor scratches on the display window noted.